Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between september 6-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug crystal located at the base of the fill pot cap. The reported condition was verified. The cause could not be determined; however, it was most likely user related as residual drug fluid was not properly cleaned after the device was filled and therefore residual drug fluid had dried up and turned into white crystals at the base of the fill port cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the fill port. The device contained fluorouracil 4450 mg in 115 ml of sodium chloride solution. This occurred prior to patient use. There was no patient involvement. No additional information is available.